Event description:
It was noted the patient's new device was not working like the old one before did and they were going to have to replace/revise the lead again. The patient is in retention and is not very happy.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va09r5n, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that the doctor was explanting the lead tomorrow. The lead had migrated. The doctor planned to remove the lead and give it a month to heal, then reimplant. The doctor wanted to leave in the ins. Additional information received noted that there was no known cause of the lead migration. The lead was removed on (B)(6) 2013. The patient planned to come back in approximately one month for replacement. The patient was not receiving symptom relief. Additional information received noted that the reason for the revision was lack of efficacy. The nurse practitioner tried reprogramming the patient and was not able to achieve therapeutic results. The doctor sent the patient for an x-ray and it showed that the lead had migrated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09r5n, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).